Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found failures of the video cable connectors. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the video system center video connector is loose, but had an image. The issue was found during an unknown procedure. The patient was not under anesthesia and the procedure was completed using a similar device. The device was returned for evaluation. During the device evaluation, there was no image when shaking the loose video connector. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. A definitive root cause could not be determined. However, based on the results of the investigation, it is likely the image issue occurred due to a video connector failure. Olympus will continue to monitor field performance for this device.